Event description:
During the atrial fibrillation ablation procedure, the physician completed circular ablation of the left pulmonary veins with the ablation catheter and noticed that the patient was not feeling well. An ice scan and conventional ultrasound analysis confirmed an effusion around the left ventricle. The procedure was stopped.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite case study were returned. The log file and study review concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Patient symptom was chest pain and protamine was administered to treat the pericardial effusion. Effusion reduced by itself and the patient was discharged three days following the procedure. There was no performance issues with any abbott devices.